Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-02504 pertains to the genesys hydrothermablator (hta) endometrial ablation system and manufacturer report # 3005099803-2014-02505 pertains to the genesys hydrothermablation procerva procedure set. It was reported to boston scientific corporation that a genesys hydrothermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, during the ablation phase, the physician noted significant amount of saline pooling in the vaginal canal and some fluid leaking out of the cervix. The puddle of fluid was more than approximately 100cc. However, the machine did not give off an alarm to indicate the fluid loss. Additionally, it was reported that a raytec sponge was used to wipe the vaginal vault prior to ablation. A tenaculum was used to obtain cervical seal and the sheath was not excessively moved that could have caused the leaking. Saline temperature was 80 degrees celsius when the leak was discovered, and the machine was immediately paused then shut down to prevent further heating. The patient's condition at the conclusion of the procedure was reported to be "okay." Two days following the procedure, the physician examined the patient and no signs of burns and tissue injury nor any redness or pain were noted.

Manufacturer narrative:
The genesys hydrothermablator (hta) endometrial ablation system was received in the fremont cis in good condition. Visual inspection of the returned device revealed no loose connections or missing hardware. A service history review for this device confirmed no previous issues that would have led to reported failure. No additional past events in relation to the complaint of this unit were found. The reported problem was not duplicated during the testing of the console. The system worked as intended and alarms were only triggered when leakage exceeded 10ml. Since the unit passed functional test and retest in the fremont cis, the root cause classification is "undeterminable".

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-02504 pertains to the genesys hydrothermablator (hta) endometrial ablation system and manufacturer report # 3005099803-2014-02505 pertains to the genesys hydrothermablation procerva procedure set. It was reported to boston scientific corporation that a genesys hydrothermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, during the ablation phase, the physician noted significant amount of saline pooling in the vaginal canal and some fluid leaking out of the cervix. The puddle of fluid was more than approximately 100cc. However, the machine did not give off an alarm to indicate the fluid loss. Additionally, it was reported that a raytec sponge was used to wipe the vaginal vault prior to ablation. A tenaculum was used to obtain cervical seal and the sheath was not excessively moved that could have caused the leaking. Saline temperature was 80 degrees celsius when the leak was discovered, and the machine was immediately paused then shut down to prevent further heating. The patient's condition at the conclusion of the procedure was reported to be "okay". Two days following the procedure, the physician examined the patient and no signs of burns and tissue injury nor any redness or pain were noted.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.